Event description:
Reportedly, the image went black 15 minutes into a diagnostic procedure. There were no reported injuries to the pt. The procedure was finished with another scope. This is being reported in an abundance of caution.

Manufacturer narrative:
The returned gastroscope was evaluated. The problem with no image was confirmed. No injury to the pt.